Event description:
There is a washer attached to the device that kept coming loose. This occurred during insertion of mesh in a hernia repair surgery. The md was able to fix and ultimately insert the mesh with the device. No harm to patient, only delay due to product malfunction. Was reported that this has previously happened with this product.